Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that no air was coming from the console and they were unable to switch to air mode because the connection part of the console was flashing green, preventing the switch. The fluid and air exchange line was replaced, but the issue persisted. The surgery was completed by modifying the procedure type, with additional laser treatment applied to the area of the retina that appeared weak. There was no harm to the patient. This report pertains to the procedure pack involved in this complaint.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The combined procedure pak with extra infusion manifold was visually inspected and no obvious defects were found. The small part tray was not returned with the product. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. After releasing the snap clamp on the infusion manifold, the product was tested using the console with the current software. The product could prime and tune with the active sentry handpiece, the 0.9millimeter aspiration bypass system tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. Fluid air exchange (fax) function at the setting of 20 millimeters of mercury was performed on the infusion manifold for 5 times with the timer. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the air control was on, only air was introduced from the cassette to the infusion line. No leakage occurred during testing. The sample passed functionality. The low pressured air sensor connector did not flash during testing. The product passed functionality per procedure. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.